Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; grommet damage observed.

Event description:
It was reported the device had sensing difficulty. Noise was noted on two separate leads. The device was removed and replaced. No patient complications have been reported as a result of this event.